Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possibly inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.